Manufacturer narrative:
Updated reporting institution name.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device's ECG did not respond when the cable was connected. The device use during time of the event is unknown, however no impact to patient were reported.